Event description:
User received intermittent high calcium results on patient samples for approximately 1 to 2 weeks. The number of patient samples affected was not provided. The following patient example provided was discrepant. Sample type is serum. Initial result gave 12.5; repeat gave 10.3 mg per dl. User said the initial result of 12.5 mg per dl was not reported to the physician, so the patient was not adversely affected. The field service representative determined the system was contaminated and decontaminated the system. A patient precision and controls were run to verify analyzer performance. User said calcium is working fine now, no further complaints.